Event description:
A customer reported incomplete side cut in unknown eye of a patient, during surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. A root cause for the customer¿s reported event could not be determined conclusively. Neither could technical root cause could be determined nor a clinical issue be confirmed for the reported event. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).